Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to flattened dome switch. No unexpected ramping of numbers or button error alarms noted during testing. Device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained address/serial number label and severely corroded battery tube noted.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.